Manufacturer narrative:
During follow-up with the reporter, additional information was received regarding the event. It was clarified that the event occurred during an unspecified surgical procedure. There was no delay to the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization associated with this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that the motor was heating up beyond the manufacture's specifications. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up. The event was not reported to have occurred during surgery. It was not reported that there was patient or user injury. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.